Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll. The electrodes have been discarded.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device failed the self test with these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.